Manufacturer narrative:
Correction: correction: duplicate MDR 382841 opened in error. All information captured under MDR 392346.

Event description:
It was reported that the device failed the fluid side occlusion test. There was no reported patient involvement.

Event description:
It was reported that the device failed the fluid side occlusion test. There was no reported patient involvement.

Manufacturer narrative:
The customer reported problem cannot be confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from 10/10/2019 to 8/26/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device failed the fluid side occlusion test. There was no reported patient involvement.